Event description:
Bilateral breast augmentation on 9/29/95 with mcghan saline implants. Pt now desires larger implants. On 9/18/98, saline implants removed bilaterally. Both implants were removed intact, with no evidence of capsular contracture.